Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty eight months ago with a primary tsa shoulder system. Subsequently, the patient underwent a right shoulder revision surgery approximately three (3) months later due to reoccurring dislocations of the implants that caused instability of the shoulder.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02289, 0001822565-2023-02290. D10/d11: concomitant medical products: medical products: item#: 110031428, cr vivacit-e 40mm brng +3; lot#:65560677. Item#: 110031402, mini tray std cocr +3 offset; lot#: 65666766. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02289-1. 0001822565-2023-02290-1. H6: component codes: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2022: single view right shoulder labeled pre-initial; native bone demonstrates bone on bone appearance of the right glenohumeral joint with likely rotator cuff impingement. (B)(6) 2023: single view right shoulder labeled initial postop demonstrates right reverse tsa with surgical skin staples and soft tissue air consistent with recent surgery. (B)(6) 2023: single view right shoulder labeled pre first revision demonstrates a reverse right tsa with inferior dislocation of the humeral component. (B)(6) 2023: single view right shoulder labeled post first revision demonstrates intact reverse right tsa. Impressions: right reverse tsa with subsequent twice inferior dislocation of the humeral component. No signs of loosening, wear, radiolucency, or any other contributing factor such as malalignment that would cause issues with any of the components on the x-ray. No anatomical or implant deficiencies that would cause/contribute to the recurring instability and need for revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.